Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his battery. The pt's download revealed numerous 'battery charger fault' flags on battery sn (B)(4). The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery charger fault flags) has been confirmed. As rec'd, the battery was fully charged and would power up a monitor but would not charge on the charger. The cause for the battery faults is a broken white wire that runs from the pca board to the battery cells. The root cause for the broken white wire cannot be positively identified but is likely the result of physical impact. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.